Event description:
It was reported that a symptomatic patient presented in clinic for a follow up. Upon interrogation, multiple vf episodes which appear to be prolonged episodes of ventricular tachycardia were observed. The r waves of the ventricular arrhythmia had extreme variations in amplitude which resulted in intermittent undersensing of vf events even at the most sensitive setting. The device was re-programmed. The device will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.